Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited noise reversion resulting from electromagnetic interference (emi). No change or intervention was reported. The patient was in stable condition.